Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: hospitalized for late seroma and suspicion of bia-alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided a patient report of hospitalization for late seroma and suspicion of bia-alcl. The implants were removed. The affected side is not known. Histopathological markers were not reported.